Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device after an interventional procedure. Reportedly, it was not possible to deploy the star close se clip. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. The patient is reportedly doing well. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to filing of the initial medwatch report, additional information was provided: it was reported that an arteriotomy closure of the moderately calcified common femoral artery was attempted using a starclose se device after a percutaneous transluminal angioplasty procedure. During advancement of the starclose se thumb advancer, friction was felt with tissue. The starclose se clip was not deployed. The safety release mechanism was used to remove the device. Manual arterial compression was applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A trend that was identified related to sheath split issues. The reported information indicates a sheath split issue may have occurred and this incident is therefore associated with this trend. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.